Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that infusion adapter c100-o broke. The following information was provided by the initial reporter: material no.: 515306 batch no.: 2001101 it was reported that the piece of the c100 that connects to n35 broke when the technician was trying to disconnect. Reported issue: the piece of the c100 that connects to n35 broke when technician was trying to disconnect. She was draining the bag so n35 was attached to baxa pump tubing.

Event description:
It was reported that infusion adapter c100-o broke. The following information was provided by the initial reporter: material no.: 515306 batch no.: 2001101. It was reported that the piece of the c100 that connects to n35 broke when the technician was trying to disconnect. Reported issue: the piece of the c100 that connects to n35 broke when technician was trying to disconnect. She was draining the bag so n35 was attached to baxa pump tubing.

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for lot 2001101, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was evaluated using magnification, no defects or bubbles within the device were observed within any of the samples. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. All results were reviewed for lot 2001101 and results were found to be acceptable, no issues related to the reported defect were identified. All retained samples underwent the same testing and no issues or breaks occurred. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.